Event description:
The recipient reported they could not hear with the device, since around the middle of november. The user had severe cold for last 15 days and originally the user did not take any medication. The parents reported that the hearing with the device decreased suddenly about 5-6 days after the recipient caught a cold.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that since around the middle of (B)(6) 2019, they could no longer hear with the device. The user had severe cold for the last 15 days and originally the user did not take any medication. The parents reported that the hearing with the device decreased suddenly about 5-6 days after the recipient caught a cold. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported they could not hear with the device, since around the middle of november. The user had severe cold for last 15 days and originally the user did not take any medication. The parents reported that the hearing with the device decreased suddenly about 5-6 days after the recipient caught a cold. CT reports mastoiditis on the right implanted side.